Manufacturer narrative:
The involved equipment was returned and thoroughly inspected/tested (note: the hybridapc probe was not available for an evaluation. It was just the delivery device and there is no indication that it had anything to do with the reported event.). The findings were as follows: water jet: a technical safety check was performed on each unit. This included an electrical safety check and various performance test (including verifying output- effect). The unit was found to functioning properly and meeting specification. Apc and esu: a technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. No anomalies were found in the device history records (dhrs) for the, water jet, apc, and esu. In conclusion, no equipment problem was found that would have caused or contributed to the reported event. Most likely, there were many factors involved in the reported incident. However, the patient's condition was most likely a significant factor with the event. That is, the required ablation of the tissue was such that a stricture occurred. Nevertheless, no determination could be made as to the cause of the incident. The account is being made aware of the findings. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a water jet model erbejet 2, part number (p/n) 10150-000, serial number (s/n) (B)(4) and an argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, p/n 10140-100, s/n (B)(4) (erbe apc/esu system) was involved in a patient incident during a clinical trial to treat barrett's esophagus (ide number (B)(4)). The water jet and apc/esu system was used with an hybridapc probe (p/n 20150-215, lot number wo303944) in an esophagogastroduodenoscopy (egd). On (B)(6) 2020, (B)(6)esophagus tissue was ablated (note: the settings were effect 25 on the water jet with apc/esu system being 60 watts and then 40 watts.). On (B)(6) 2020, an unscheduled upper endoscopy was performed on the patient due to dysphagia. A moderate esophageal stricture was found. Per the study, this is a potential complication [adverse device effect (ade)]. To immediately address the situation, a dilation was performed with a bougie and balloon. A second upper endoscopy with dilation was performed on (B)(6) 2020 and if necessary additional procedures/dilations may be done in the future. Note: the apc was chosen as the device most related to the adverse event because it was responsible for the argon plasma beam (i.e., the device that provided the beam/output to be delivered to the tissue).